Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer says the user says the chair locks out. Dealer has no information as to what it shows on the display when it locks out. MDR filed.